Manufacturer narrative:
Samples were received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the luer lock tip broke. A root cause analysis indicated that this was due to user error.

Event description:
The customer reported that pieces of the inner lumen broke off when they were priming the heart and lung machine for use. The patient at the time was unstable and declining. Per additional information received, the broken location was at the luer lock tip. There was no medical intervention required, however it occurred during an emergent situation and caused a delay. The patient is currently deceased. Per additional information received, the procedure was an aortic valve replacement re-do. The delay lasted minutes and it is unlikely that it led to the death. It is also unlikely that there was a correlation between the device and the death.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.